Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that only the catheter portion of the device with a segment of the microsensor catheter of approximately 6 1/4" in length were returned to codman for evaluation. As returned the following observations were noted: suture is attached to catheter from 3 1/2" to 5 1/4" from the tip. No leakage was observed along the catheter up to the point where the two rows of seven holes are located at the distal end of the catheter. The difficulty reported by the customer could not be duplicated. It appears that some csf may have back-flowed through the stylet slit located on the side of the catheter, giving the impression that there was a leakage on the catheter; however, it can't be confirmed. Further evaluation was performed. The stylet slit was opened and it was observed some dry debris, consistent in appearance with biological debris, which supports the observation made above (that some csf may have back-flowed through the stylet slit. Note that the stylet slit is part of the device's design and is located on the outside of the catheter from approximately the number "4" to number "14". The serial and lot numbers are unknown; therefore, a lot history records review for this device could not be conducted, and the manufacturing date is unknown.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The product for the following complaint was received on the 21th october, 2014. Upon completions of the investigation a follow up report will be filed.

Event description:
The product for the following complaint was received on the 21th october, 2014.(B)(4)

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Csf leak of the ventricular catheter at the connection level with the eds. The catheter was cracked in his length. The catheter was removed and the eds as well. No need of external drainage system anymore. The sample will be returned for evaluation. Incident reported to the (B)(6) by the hospital on (B)(6) 2014.